Event description:
A lead extraction procedure commenced to remove two leads: a right ventricular (rv) lead and a right atrial (ra) lead due to malfunction and fracture (both leads implanted in 2006. First, the physician attempted to remove the rv lead, but progress stalled in the innominate vessel. The physician then attempted further progress by "switching" leads (rv and ra) when excessive bleeding was noticed in the pocket. Non surgical intervention was performed in order to stabilize the patient. Once stabilized, the physician then proceeded with the extraction using a glidelight model 500-302 and the outersheath. Progress was made through to the right atrium and down to the right ventricle, lasing at a fluency of 40hz. The physician was having trouble advancing near the proximal tip of the distal coil so fluency was changed to 60hz. At that time, the patient's blood pressure dropped. Rescue efforts commenced, including chest compressions and sternotomy. A tear to the superior vena cava (svc) was discovered and the tear was successfully repaired. The patient survived the procedure.

Manufacturer narrative:
Operator of device: code accepted by FDA now populated within this field.